Event description:
It was reported with the use of the bd precisionglide¿ hypodermic needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: complaint history shows this is the third complaint for this lot number. DHR review: 7303704- it was verified the batch record and the manufacturing date was november 11th ¿ 17th, 2017. The process inspections were performed and no records of this incident were found. The current controls at manufacturing process to detect the incident, are performed by general visual inspection each 02 hours at 40 parts at assembly process. 7303847- it was verified the batch record and the manufacturing date was november 08th ¿ 18th, 2017. The process inspections were performed and no records of this incident were found. The current controls at manufacturing process to detect the incident, are performed by general visual inspection each 02 hours at 40 parts at assembly process. 7241682- it was verified the batch record and the manufacturing date was september 18th ¿ 21st, 2017. The process inspections were performed and no records of this incident were found. The current controls at manufacturing process to detect the incident, are performed by general visual inspection each 02 hours at 40 parts at assembly process. Qn review: no quality notifications related to the other batches and with this failure mode were observed. Maintenance review: no maintenance record that could affect these batches and failure mode were observed. The pictures of product were sent by the customer. With the picture, bd can confirm the failure after analysis. The fm failure, according picture, shows excess of resin epoxy caused due to injection pressure of the nozzle. This is considered an isolated incident and was corrected by the operator. The defect identified by this complaint will be monitored.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ hypodermic needle there was an issue with foreign matter. There was no report of injury or medical intervention.